Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was right ventricle loss of capture and high impedance. The patient is reported as dependent and was symptomatic to the loss of capture. The lead is still in use. No further patient complications have been reported as a result of this event.